Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the or for routine generator change out when telemetry was lost between the device and the antenna following pocket closure and cauterization. An induction wand was used and the device was able to be interrogated. Patient had presented to the or once again to plug the lead into the svc position. Upon pocket closure the device was yet again unable to be interrogated via antenna. Induction wand was used again to perform device interrogation. Physician elected to explanted and replace the device. Patient was stable post-procedure(s).

Manufacturer narrative:
The reported field event of the inability to communicate with the device was confirmed in the laboratory. The device was tested on the bench and no anomalies could be found. The cause of the field event could not be determined.